Event description:
It was reported that during an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified, which occurred during the therapy initiated on (B)(6) 2012 at 05:32:53 during the night drain cycle four. The home patient's (hp) ultrafiltration (uf) reading of 1512ml indicated that the hp drained 1402ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be use error, the tidal total uf removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any additional relevant information, a supplemental medwatch will be filed.